Manufacturer narrative:
Investigators were unable to confirm the original dim/fading/color spectrum display complaint; during testing, the pump powered on with intact auditory and vibratory alerts but a persistent blank screen display. A test display was used and noted to be working properly; a failed display flex was diagnosed. Unrelated to the original complaint, the battery compartment was noted to be cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.